Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported after an a diagnostic ercp, the distal cover was found in the patient's mouth in the recovery unit. The customer stated the subject device was not checked at bedside at the end of the procedure. The intended procedure was successfully completed. After removal from the patient's mouth, the distal cover was not damaged. The customer reports no anti-fog agents were used but there was some lubricant on the endoscope. The facility confirmed the distal cover was not damaged after attaching it to the endoscope and confirmed the distal cover was securely attached to the endoscope. This event includes 2 reports: (B)(6) : maj-2315, h0707. (B)(6) : tjf-q190v, 2020823. This report is 2 of 2 for (B)(6) : tjf-q190v, 2020823.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure may have been: a) since the distal cover was inappropriately attached, the cover fell in the patient¿s mouth. B) not detected that the cover fell in the patient¿s mouth. The suggested event was seemingly preventable for IFU (operation manual) states as follows: important information. Please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. Olympus will continue to monitor field performance for this device.